Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic mucosal resection and stemmed polypectomy procedure for stemmed polyps, particularly after ligation, the spring in the handle section of the single use ligating device came off when attempting to push the handle slider forward, causing an event where release could not be performed. The sheath section was cut, the scope was removed, the rear end of the loop was cut with a loop cutter, and removal from the patient's body was completed to finish the procedure with a delay of less than 30 minutes. The customer indicated that the angulation of the scope was relatively unaffected during ligation and loop release, and that temporary ligation was carried out. The customer noted that the control pipe broke during the release operation when the slider was pushed out and that the loop was released with the coil sheath visible from the tube sheath where the tube joint was pushing the handle. Additionally, the tube joint colored yellow or tube sheath was gripped so that it did not move. The patient outcome was good. There were no reports of further patient harm.